Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error occurs, no image. Based on the results of the investigation. Due to a cut on charged coupled device cable, b30 (scope communication err) occurred. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced intermittent blurry image. This issue occurred during therapeutic procedure. There were no reports of patient harm.